Manufacturer narrative:
The device powered up properly after battery installation. The device was received with high sleep current due to corroded electronic assemblies. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error was noted. The device was received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with critical pump error. The blood glucose was 142 mg/dl at the time of the incident. Customer reported a crack on battery compartment. Customer reported the critical pump error image on the pump screen. Customer advised to disconnect from the pump and to revert to a back up plan. The insulin pump will be returned for analysis.